Event description:
It was reported that the external pulse generator (epg) was dropped and the ventricular plug broke. The epg was returned to the manufacturer for repair and subsequently tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed that the ventricular output connector was broken. The upper/lower case, two side bail covers and the ring cover were broken. The lead flex cover was contaminated and two side bails were bent. The ring was missing.